Event description:
It was reported that this pacemaker device exhibited loss of capture (loc) and high threshold measurements on right atrial (ra) channel. The physician stated that atrial threshold testing for performed and they noted loc and thresholds at 4.5v. The tests were also performed in unipolar, and the values were at 5v with no capture at all. Subsequently reprogramming was performed. The impedance and sensing values were stable and within normal range and also the trends. There were no noise events. The maneuvers and arm movements were performed without the appearance of noise. The patient will have an x-ray and follow-up soon to evaluate the stability of the values. This device remains in service. No adverse patient effects were reported.